Event description:
Pump was alarming low battery while transporting patient. We have had this happen with multiple pumps at different campuses. We believe pumps are being stored at times not plugged in, and the batteries are not being properly charged. Manufacturer response: for infusion pump, outlook 400 es (per site reporter). Pumps should continuously be plugged in to charge.